Event description:
The customer reported having unexplained high blood glucose of 448mg/dl, and she has treated with a bolus and manual injections. Troubleshooting was performed. The time, date, and settings were correct. Assisted the customer to run a manual prime test and the insulin did exit. Performed a high pressure test and the test failed twice. Instructed the customer to change the infusion set and reservoir. No further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.